Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4 device expiration date: unknown h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the bd saf-t-intima¿ experienced safety mechanism failure. The following information was provided by the initial reporter: customer reported that subcutaneous butterfly inserted and when removed the safety cover did not go over the needle.

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 2049277. D4: medical device expiration date: 28-feb-2026. H4: device manufacture date: 18-feb-2022.

Event description:
It was reported that the bd saf-t-intima¿ experienced safety mechanism failure. The following information was provided by the initial reporter: customer reported that subcutaneous butterfly inserted and when removed the safety cover did not go over the needle.

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 2049277. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, the affected sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the bd saf-t-intima¿ experienced safety mechanism failure. The following information was provided by the initial reporter: customer reported that subcutaneous butterfly inserted and when removed the safety cover did not go over the needle.